Event description:
It was reported that a flo-gard infusion pump had a broken door. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, power on self-tested, and the alarm log was reviewed. The power on self-test and the alarm log review showed evidence of the door open alarm. During visual inspection, the door latch was found to be broken. To correct the condition, the door latch assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a follow-up MDR will be submitted.